Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after a battery replacement. She stated that she put the glucose meter on the counter, and the insulin pump went to the bolus wizard on its own. The customer did not know the blood glucose reading. She noted that she had gone to the hospital for an unrelated reason and had not used the insulin pump. She stated that she disconnect from the insulin pump completely. She stated that she had changed the battery to test the bolus issue, not due to a low battery occurrence. She stated that the batteries had not been out of the insulin pump for greater than the duration allowed by the device. She stated that she had not received multiple battery out limit alarms and was advised to monitor the device and to time the battery changes carefully. She stated that she would call to replace the insulin pump if the bolus issue recurred.